Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Following our receipt of the one returned used partial sensor (needle not returned) performed a visual inspection to one random sensor and checked for physical damage and none was found. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications. In summary, the customer complaint of unexpected sensor alerts could not be confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced sensor glucose vs. Blood glucose. Blood glucose value was 9.7 mmol/l while sensor glucose value was 3.3 mmol/l. The customer reported no adverse event. The event involved product(s) mmt-7020c4. The sensor was worn for 5 days. Customer accepted review. Customer received calibration not accepted and sensor updating alert. Sensor was securely taped. Customer was advised sensor may no longer be responding to glucose changes, most likely due to a sensor not situated properly in the isf preventing sensor from properly tracking changes in glucose and may also be related to site location/rotation, insertion technique or tape type/technique. Product return is expected for mmt-7020c4.